Event description:
It was reported that after a dinner announcement while using the ilet, the patient experienced hyperglycemia with a peak blood glucose of 238 mg/dl that later stabilized, and the cause was unclear. Symptoms included hyperglycemia without reported complications. Outcomes included no long-term impact and no alerts or alarms. Investigation included troubleshooting and education with no additional device alarms reported. Investigation of this case revealed no confirmed device malfunction and no identifiable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.